Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed as part of a concomitant procedure. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. After completion of the concomitant procedure with the was, a drop in the patient vitals were noticed prior to starting the implant of the wds. A pericardial effusion was noted surrounding the right ventricle (rv). The physician quickly advanced, and deployed the closure device. A pericardial drain was placed to treat the effusion. The patient stayed in the hospital overnight for monitoring. There were no further complications.